Event description:
Pt was being seen for a routine clinical visit, no associated complaint (i.e. Popping, erroneous noise etc.) Was stated. Audiologist reports that the pt is not a very good performer.